Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
It was reported via phone call that the customer experienced low blood glucose. Customer's blood glucose declined to 42 mg/dl during the call. The customer was able to treat for their blood glucose at the time of the call. The customer also reported the insulin pump was continuously beeping. The customer stated the beeping may be from a low reservoir. Troubleshooting was not completed for the insulin pump. The customer declined to return the insulin pump for analysis.